Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl. Glucose tablets were consumed to address the bg level. The contact believed that the low bg level was related to a settings issue and indicated that settings would be discussed with the customer's health care provider.